Manufacturer narrative:
Unit passed displacement test, self-test, off no power test, unexpected restart error test, rewind, and basic occlusion test. Unit was unable to prime during prime/compromised force sensor system test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit was received with high idle current due to faulty lcd driver. No weak battery, s1 error, or failed battery test alarms noted. Unit was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received weak battery alarms. The customer had issues with the battery longevity and continued to have them after receiving a new battery cap. In the alarm history there was a s1 error and two failed battery test alarms. Customer's blood glucose level was 14.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.